Manufacturer narrative:
Inspected 2 sealed enlite sensors analysis not required for sealed sensors due to sensors being expired. Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose would be over 200 mg/dl and their sensor glucose would read less than 40 mg/dl. The customer also reported receiving calibration error alerts and change sensor alerts on the insulin pump. It was also found the customer experienced low blood glucose the day prior. Customer stated their blood glucose declined to 46 mg/dl. The customer also reported being a brittle diabetic. Customer treated their blood glucose with juice. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.